Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed bubbles in the reference line. The fse replaced all ise reagent draw tubing, cleaned all components and replaced electrodes, reference block, d-pot, pinch valve tubing, ise tubing. The fse also replaced the mixer motor and buffer syringes. System performance was verified and there were no further issues. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) results for one (1) patient on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for the one patient sample.